Event description:
The pt reported the display of her insulin infusion device is only partially displaying. She stated she has not dropped the device nor has there been any water ingress. The pt stated she has changed the batteries in an effort to correct the issue but was unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.